Event description:
A revision was necessary because the insert of polarcup was disassembled from he femoral head. Primary surgery has been done according to surgical technique, and clearly fixed the head into the insert. After revision it could be observed that there was no deformation neither on head nor insert.

Manufacturer narrative:
.